Event description:
Rptr rec'd a corporal shock wave lithotripsy. They had one kidney stone, eight millimeters in size. The referral dr from rptr's hmo did the procedure. Since this was their first experience with a kidney stone, rptr states, "he assured me that this procedure was safe, painless, and fast. I found it be quite the opposite." Rptr rec'd the lithotripsy from a mobile lithotriper unit which was parked at the rear of the surgery center. Rptr has not contacted them to tell them what happened and does not believe that the dr has either. Rptr sustained a ruptured kidney from this lithotripsy. Shortly after having the lithotripsy; approx thirty-minutes later, rptr was rushed to the hosp. Rptr was in excruciating pain, and their kidney was hemorrhaging. Consequently the kidney rec'd a pedicle injury, so severe that the kidney will no longer function. Up until october of 1998, rptr had a very minimal blood flow to the kidney. As of now, the drs report that pt has no function at all. Rptr learned from the drs report that they rec'd 1,740 shocks from the lithotriper unit. After meeting with dr in june, following a ten day hosp stay, he told rptr he used about 1,000 shocks less than average. He said 2,500 shocks was the usual amount, and he felt that there may have been some problem with the unit. Pt states, the dr told rptr in two separate telephone conversations that he intended to contact the lithotriper co. Again, rptr does not think he has done so. Rptr has all the documentation from dr's office about the outcome of their lithotripsy. It states that rptr rec'd a pedicle injury to the right kidney, possibly from the lithotripsy. At the time of the incident, rptr was a healthy, normal fifty-two year old, white female, in excellent health, with no prior health problems. This procedure has forever changed rptr's life. "Will you please look into this situation for me, and let me know what your eval is? I also learned from one of the staff drs from my hmo that another person in the past six months, who is a pt with my hmo, has also sustained the same injury. I have not been able to obtain that persons name."